Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This issue was discovered during storage. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of leak inside the bag was found to be a slightly untightened blue winged cap. The cap thread was not exposed. White marking was not observed inside the cap when inspected under the microscope. Functional testing was performed by filling the device with green colored water. After fill, the cap was hand tightened. The sample was then monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.